Manufacturer narrative:
Product complaint #: (B)(4). One expedium si quick-connect polyaxial screwdriver was received by customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. Device history record review identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the instrument¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was performing a revision removing another vendor¿s posterior predicable screws (nuvasive armada and medtronic solerea 5.5 l2-s1 screw/rods). The patient presented with sagittal imbalance, coronal imbalance and resulting pain from pseudoarthrosis (from the other vendor¿s hardware failure). The surgeon was performing a t10 to the ilium posterior lateral fusion including a l2, 3 column osteotomy using expedium 5.5 titanium spine system and viper cortical fix screws. After successfully removing the nuvasive and medtronic screws dr. (B)(6) used the o-arm in conjunction with stealth navigation to cannulate the pedicles. He placed all of his screws t10 vertebrae to the ilium and was happy with their positioning with the exception of l3 on the right (replaced the globus 6.5x50mm screw with a 7.0x50mm cortical fox screw. He did not tap). He requested and expedium t20 spring loaded screwdriver the back out the l3 screw . He began to back out the screw when he heard and felt the tip on the expedium screwdriver break in the cortical fix pedicle screw. He then proceeded to use a metal cutting burr to cut the tulip head off of the screw shank. He then used a 6.0mm screw extractor bit from the depuy spine srb removal set the remove the cortical fix shank. Once he removed the broken screw he tapped the hole with a 7mm expedium tap and then inserted another 7.0x50mm cortical fix screw. He was satisfied with the purchase. The surgeon went on to successfully complete the surgery after the incident.